Manufacturer narrative:
Citation: sponga s et al. Transcatheter aortic valve implantation versus surgical aortic valve replacement in patients over 85 years old. Interact cardiovasc thorac surg. 2017 oct 1;25(4):526-532. Doi: 10.1093/icvts/ivx180. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of transcatheter versus surgical aortic valve replacement in patients over 85 years old. All data were collected from a single center between 2007 and 2015. The overall study population included 169 patients. In the transcatheter aortic valve implant (tavi) group there were 68 patients (predominantly female; mean age 87.8 years), 11 of which were implanted with a medtronic corevalve (serial numbers not provided). In the surgical aortic valve replacement (savr) group there were 101 patients (predominantly female; mean age 85.9 years), 39 of which were implanted with a medtronic hancock ii valve (serial numbers not provided). Across both the tavi and savr groups causes of death included: cardiac, infection, neoplastic, and other. Based on the available information, none of the deaths were attributed to medtronic product. Across both the tavi and savr groups adverse events included: bleeding with reoperation, wound infection, atrial fibrillation, and atrioventricular block with permanent pacemaker implant. In the tavi group only adverse events included: major vascular complications and paravalvular leak (moderate to severe). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.